Manufacturer narrative:
.

Event description:
A physician called and reported that a vns patient's battery was dead. He reported that the patient is in the ICU for pneumonia and is having uncontrolled seizures. He does not know if the seizures are related to the patient's vns battery being dead. It is not known if their seizures were above or below baseline. The patient had their vns generator battery replaced and it will not be returned for analysis.